Manufacturer narrative:
A visual inspection of the returned device revealed that the balloon was severely creased and was not rewrapped around the shaft. There was also a longitudinal tear in the balloon starting 45mm proximal from the tip of the device and extending proximally for 85mm. The cause of the reported malfunction is undetermined. A review of the device history record for the pertinent lot was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation in 2007 that a maxforce tts high performance balloon dilatation catheter was used during a esophagogastroduodenoscopy (egd) with dilatation procedure performed the day prior (patient gender, age, and weight are unknown). According to the complainant, during the procedure, the balloon "popped." The physician used another maxforce tts high performance balloon dilatation catheter to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine."